Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented a remote a merlin transmission, inappropriate mode switching episodes were observed due to far-r wave oversensing. The clinician noted that the patient was not feeling well but there is no indication the device was the cause. Making programming changes to prevent atrial oversensing were recommended with caution. Making the changes will be discussed. The patient will continue to be monitored. No further information is available.